Event description:
Additional information received on 5-jul-2023 via email: the event was found during monthly testing. No patient harm/injury.

Manufacturer narrative:
One device was received with a cracked enclosure and tank cover, faded line cord, and scraped up front cover. During functional testing the device leaked from the bottom rear of the enclosure confirming the complaint. A root cause was due to cracked enclosure by the drain tube fitting from usage. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device. Replaced the enclosure, tank cover, plate clip, line cord, and front cover. Performed preventative maintenance (pm). Device passed all functional and delivery tests.

Event description:
It was reported that there was a crack in the case and it was leaking. Patient involvement is unknown.

Manufacturer narrative:
Date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.